Manufacturer narrative:
(B)(4). This lot was manufactured between june 8, 2017 ¿ june 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused therapy solution. The expected run time was 46 hours; however, only half of the therapy was delivered (approximately 58ml out of 116ml). The device was filled with fluorouracil 5000mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.